Event description:
Information was received from a consumer regarding a patient receiving clonidine with an unknown dose and concentration, dilaudid (hydromorphone) with an unknown dose and concentration, and an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient's pump was right under her skin. It was noted that patient has lost inches from abdomen and it felt like the pump had moved down into the groin area. It was asked when this started and patient stated "couple weeks." It was noted over the weekend patient was "feeling electrical shocks" in the area and it was numb. It was stated that patient talked to 2 healthcare professionals (hcp) and they stated it was normal. Patient asked if this was normal and it was reviewed that patient was reporting medical symptoms that an hcp would have to address. Patient was redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.